Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure. According to the complainant, resistance was felt during the stent release and the inner sheath became detached. The stent did not release. The procedure was successfully completed with another flexima biliary stent system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).